Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a detached sensor wire was reported. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated upon removal of the sensor, the sensor wire was stuck inside the patient¿s skin. The patient was brought to the emergency room (ER) and the doctor advised the patient to leave the sensor wire in the skin. The doctor then treated the area by numbing the area around where the sensor was and prescribed the patient motrin for pain. The patient was released from the ER the same day and at the time of contact, the patient was recovering at home. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.